Manufacturer narrative:
On october 8, 2021, mentor became aware that the serial numbers were recorded incorrectly, and the device received on september 2, 2021 is the left sided device. The rupture happened on the left side for sure but has the incorrect serial number. Hence, the following fields have been updated on this form: field d4 for lot number has been updated to "(B)(6)" field d4 for serial number has been updated to "(B)(6)" a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On october 13, 2021, device evaluation was completed. Device evaluation summary: mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth high profile xtra 755cc breast implant was found to have ruptured in two pieces. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of 0.1 cm of the rupture. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number 9512460 and no non-conformances were identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stress causing movement of the prosthesis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient also experienced left side device migration issue, in addition to rupture and pain. Hence, device problem code "migration" has been added to field h6 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 26, 2024, mentor became aware that the updates submitted under previous follow up number 2 were incorrect. The left side device was in fact lot/serial number (B)(6). Fields d4 have been updated back on this form accordingly. The received device was for the concomitant right side. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Complete UDI number has been added to field d4 on this form. Reason for device explant and/or reoperation: left rupture and pain, and migration. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture and pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent unspecified breast surgery with a 755cc mentor memorygel breast implant and experienced breast implant rupture, and pain on her left side postoperatively. As a result, the patient underwent unilateral left side explantation and replacement with catalog number shpx755; serial number (B)(4) on (B)(6) 2021.